Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the patient was admitted to the hospital due to pump malfunction issue and could not get remodulin to infuse. Receiving continuous IV infusion of remodulin via a cadd solis vip pump when the device experienced a malfunction. The pump was having occlusion alarm. The patient had no issues with the pump since the last alarms before being admitted to hospital due to acute hypoxic respiratory failure. Date of admittance or current length of hospitalization is unknown. No additional information, details, or dates available.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.